Event description:
When we take out the zebd from box, we found there is a hair inside the package. Lab evaluation date: 16 may 2022 visual inspection: stent and pusher returned with stent sealed in original packaging. Hair visible in package containing stent. Functional inspection: n/a.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-7 device of lot c1904790 was returned unopened in its original package for evaluation. As per attachment 'there is a hair inside the package.jpg', a black hair-like fibre is visible within the packaging. Lab evaluation: lab evaluation date: 16 may 2022. Visual inspection: stent and pusher returned with stent sealed in original packaging. Hair visible in package containing stent. Functional inspection: n/a documents review including IFU review: prior to distribution zebd-7-7 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-7 devices of lot c1904790 did not reveal any discrepancies that could have contributed to the issue. There is no evidence to suggest that this issue effects the entire lot c1564864 , upon review of the complaint history, this failure has not occurred previously with this lot. These inspection checks are outlined in internal procedures in place at cirl "complete a 100% visual inspection of the packaged unit (tyvek pouched) while held at a comfortable arm¿s length from the unaided eye at normal lighting conditions." "Visual inspections inspect for the following (where applicable): foreign particulate matter (fm)." Image review: n/a root cause review: operator error can be a possible root cause as the fibre / foreign matter was visible inside the sealed pouch and was not identified during packaging or packaging qc. However, it is noted that in some cases foreign matter in device packaging may not be detected at inspection. This may occur if the foreign matter is concealed under the product or label during the inspection process but later moves during transit. With device packaging inspections, gowning procedures and environmental monitoring, cook ireland makes every effort to minimize the presence of foreign matter in device packaging. Summary: failure identified: foreign matter within sealed packaging. Investigation findings conclude a possible root cause potentially attributed to operator error as the fibre / foreign matter was visible inside the sealed pouch and was not identified during packaging or packaging qc complaint is confirmed as the failure was identified and verified in the laboratory. There was no impact to the patient as this observation was made prior to patient contact. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
Supplemental follow-up MDR report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-7 device of lot c1904790 was returned unopened in its original package for evaluation. As per attachment 'there is a hair inside the package.jpg', a black hair-like fibre is visible within the packaging. Lab evaluation: lab evaluation date: 16 may 2022. Visual inspection: stent and pusher returned with stent sealed in original packaging. Hair visible in package containing stent. Documents review including IFU review: prior to distribution zebd-7-7 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-7 devices of lot c1904790 did not reveal any discrepancies that could have contributed to the issue. There is no evidence to suggest that this issue effects the entire lot c1564864 , upon review of the complaint history, this failure has not occurred previously with this lot. These inspection checks are outlined in internal procedures in place at cirl "complete a 100% visual inspection of the packaged unit (tyvek pouched) while held at a comfortable arm¿s length from the unaided eye at normal lighting conditions." "Visual inspections: inspect for the following (where applicable): foreign particulate matter (fm)." Root cause review: operator error can be a possible root cause as the fibre / foreign matter was visible inside the sealed pouch and was not identified during packaging or packaging qc. However, it is noted that in some cases foreign matter in device packaging may not be detected at inspection. This may occur if the foreign matter is concealed under the product or label during the inspection process but later moves during transit. With device packaging inspections, gowning procedures and environmental monitoring, cook ireland makes every effort to minimize the presence of foreign matter in device packaging. Summary: failure identified: foreign matter within sealed packaging. Investigation findings conclude a possible root cause potentially attributed to operator error as the fibre / foreign matter was visible inside the sealed pouch and was not identified during packaging or packaging qc complaint is confirmed as the failure was identified and verified in the laboratory. There was no impact to the patient as this observation was made prior to patient contact. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
Supplemental correction report is being submitted following a review of this complaint file. An update as failure mode assigned. Overall risk assessed as category iib/moderate risk.